Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that approximately one year and two months after the implant of this transcatheter bioprosthetic valve (29mm) an additional transcatheter bioprosthetic valve was implanted, valve-in-valve, due to a low implant position. No other adverse patient effects were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.